Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence. Customer's blood glucose level ranged between 130-400s (mg/dl). Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.